Event description:
This ra lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2011. During follow up after valve and maze surgery, it was thought that the leads may not be performing appropriately. It was found that all of the leads had been plugged into the wrong header ports. A new atrial lead was inserted and satisfactory sensing was demonstrated. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).